Event description:
Pt developed positive test after collagen treatment, then hypersensitivity at injection sites, and complained of breathing difficulties during flare ups. Pt has taken antihistamines with no effect.